Event description:
Pt. Had rt. Eye lens implant 8/9/94 as outpatient. Had slight displacement of lens causing blurred vision. 8/30/94 to or for repositioning of lens. In or lens was noted to be tilted and displaced so it was removed, anterior vitirectomy done with the retractor and a second lens implanted.